Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads upn: (B)(4). Model: sc- 2218-50 serial: (B)(4). Batch: 16724890/16725130.

Event description:
It was reported that the patients stimulator was no longer working and therefore underwent an entire system explant procedure. The explanted ipg and percutaneous leads were discarded.